Manufacturer narrative:
The handpiece was received at the MFR for testing. An eval will be conducted. It was found that some personnel at the account were not following correct cleaning processes as stated in the instructions for use. A f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that fluid was leaking from the head of the device during the cleaning process. There was no pt involvement. There were no adverse consequences reported as a result of this event.